Event description:
It was reported when the patient presented to the emergency room after receiving multiple inappropriate therapies. P-wave oversensing due to lead dislodgement was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was discharged the following morning.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.